Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. Analysis of the device memory indicated an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: en1dr01, ipg, implanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exit block occurred. There were several qrs missing. It was also reported that the rv lead exhibited varying impedance, varying thresholds and decreased r-wave amplitude. During the revision procedure a right ventricular (rv) and ipg lead connection failure was detected. The rv lead and ipg were reconnected and remains in use. No patient complications have been reported as a result of this event.